Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found was noted on the data disc review.

Manufacturer narrative:
Corrected: product event summary: the full lead in segments was returned, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.